Event description:
It was reported that this lead had an alert trigger for high impedance at 102 ohms. The alert trigger was then set to 130 ohms and the lead function will be monitored closely. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).